Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box showed that the pump was in use for 4 days after the reported unresponsive button issue. The pump bolus button was observed to be missing from the pump. The pump keypad was observed to be intact. The keypad buttons were tested and were confirmed to be responding appropriately to button presses. The keypad was removed and no damage was found to be button contacts. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced a blood glucose of 600 mg/dl with ketones related to an issue with the pump buttons suddenly not responding. The reporter indicated that the bolus the patient attempted to give the night before did not work and the patient woke up in the morning with a blood glucose of 600 mg/dl. The reporter indicated that the pump needed to be rebooted to get the buttons working appropriately. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged issue with the pump button response.